Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient was presented in clinic for a follow up, low voltage capture threshold with phrenic nerve stimulation was observed. Physician suspected lead dislodgement. Lead was explanted and a new lead was implanted. Patient was stable post procedure and will be monitored with routine follow up.